Event description:
Reportedly, several noise episodes at different times, reproduced during follow up, were described as multiple unsustained episodes.

Manufacturer narrative:
Please refer to the attached report. Review of the patient files provided dated (B)(6) 2025 led to the following observations: since (B)(6) 2025, ventricular autosensing histograms showed sensing near the borderline zone during vf, which could indicate potential sensing issues at ventricular level. Since at least (B)(6) 2025, rv lead impedance and rv coil continuity measurements were slightly fluctuating, within normal range. Several non-sustained episodes are recorded in the device memory. All those episodes show non-physiological signals. None of them lead to inappropriate therapies. The observed noise most probably resulted from electromagnetic interferences (emi) at 50 hz and/or myopotentials. Based on available data, no issue is suspected on the subject ICD. However, careful monitoring of this phenomenon should be performed upon each follow-up.

Event description:
Reportedly, several noise episodes at different times, reproduced during follow up, were described as multiple unsustained episodes.